Event description:
The device was returned with oos documentation from biotronik representative . Per oos, "the implanting physician elected to replace this lead with a dual coil defibrillation lead with large intraelectrode spacing". The lead was replaced with a competitive device.